Manufacturer narrative:
The manufacturing location provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 100 mg/dl and the sensor glucose was 52 mg/dl at the time of the incident. The sensor glucose value that triggered the suspend event was 52 mg/dl and suspend on low limit in sensor settings was 70 mg/dl. The customer was advised to change the sensor. The customer was also advised to insert sensor in a different location and monitor site. The sensor will not be returned for analysis.